Event description:
The healthcare professional (hcp) of a clinical study reported that there was a shocking sensation. The outcome was ongoing. No actions were taken as interventions. The patient reported that the device caused shocking sensation down legs. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as due to stimulation. Relevant medical history included: chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported that he frequently got shocking sensations down his legs despite previous attempts at reprogramming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional of the clinical study reported that the event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the subject was exited on (B)(6) 2017. The reason for exit was because of an adverse event where the patient could no longer be followed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.